Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The interior right ventricular defibrillation cable was extrinsically fractured due to pulling/ stretching. Concomitant medical products: 5076-52 lead, implanted on (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was returned to the manufacturer after being removed and replaced prophylactically during a routine generator change. The rv lead subsequently tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.